Event description:
It was reported per field service report: pump was on pt. Symptom - display started to "flake out" and then went blank, but pump continued to pump.

Manufacturer narrative:
(B)(4). Findings/action taken: field service engineer found blank screen. Took apart display and found one loose nut. Replaced all nuts with plastic locking nuts. Installed injector caps. Display working properly. Replaced display cable due to wear and kinks. Passed functional check.